Event description:
It was reported that after high impedance was seen, the lead was replaced and the impedance was ok, but the generator would not come out of output disabled mode. The surgeon again cleaned the lead and reinserted the pin, then performed the test resistor test, but the same message persisted. Switching to another tablet and wand, restarting the tablets, and re interrogating the device. Each time, the device continued to display output-disabled. No, electrocautery was noted to be used during this procedure. The generator was noted to be received by the manufacturer. Analysis has not been completed to date. The lead was not available for return. Based on the new information received from the representative, malfunction coding will also be added to the existing generator that would not clear the output-disabled warning. The high impedance event on the lead will be reported within MFR report number: 1644487-2025-10904; however, another report is required to be submitted as a unique malfunction on the generator was alleged. This report for the alleged malfunction of the generator will be submitted within this report.

Event description:
Later, product analysis of the generator was completed. No anomalies were noted outside of a generator reboot that had occurred due to a generator reset being performed at the clinic. The device was noted to be capable of supplying stimulation. No other relevant information has been received to date.